Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports no ac indicator and no battery power on their 8015. Failure device type: failure problem type: failure mode: case resolution: informed customer this is most likely due to the power supply board, and the switching power supply. However I recommended first replacing the keypad. If fault does not clear, recommended sending in for repair. Customer will most likely send in for repair if so. Ended call. Ref: (B)(4).